Event description:
It was reported that this right ventricular (rv) lead was explanted and replaced due to loss of capture (loc), high capture thresholds and brady pacing rate not as expected, which were caused by a micro dislodgement. Moreover, the micro dislodgement led to a recurrence of the complete heart block of the patient. No additional adverse patient effects were reported. Lead has returned for analysis.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Inspection of the lead body and electrode tip found no anomalies. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement. No lead issues were noted that would have made dislodgement more likely than what is described in the instructions for use as a known inherent risk of the use of this product.

Event description:
It was reported that this right ventricular (rv) lead was explanted and replaced due to loss of capture (loc), high capture thresholds and brady pacing rate not as expected, which were caused by a micro dislodgement. Moreover, the micro dislodgement led to a recurrence of the complete heart block of the patient. No additional adverse patient effects were reported.